Manufacturer narrative:
It was reported that the patient underwent a skin flap revision surgery under general anaesthetic (specific date not reported). This report is submitted on oct 16, 2021.

Manufacturer narrative:
This report is submitted on july 13, 2020.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2020, in order to drain fluid over the implant site due to retention issues. The implanted device remains insitu.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on 13 july 2020 was filed inadvertently. No serious injury has occured. This report is filed on 17 august 2020.